Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome. It was reported that the patient does not get stimulation and the equipment implanted in them was not working. The patient also noted that they were on group a with a full charge but it was impossible to have a full charge. Lastly, the patient was considering having the spinal cord stimulation (scs) system removed. There were no further complications reported or anticipated.